Event description:
It was reported that an ilet insulin pump exhibited an unresponsive touchscreen while the device was powered on, with no impact to blood glucose at the time of the report and no hospitalization. Symptoms included inability to interact with the device user interface. Outcomes included the patient switching to backup therapy and replacement of the device. Investigation included guided troubleshooting steps such as cleaning the screen, attempting stylus input, testing on a charging pad, attempting third-party interaction, recalibrating the capacitive touch sensor, and restarting the device, which did not restore touch function and inspection of the returned device. Investigation of this device revealed a persistent touchscreen malfunction consistent with a device interface failure of the display/touch component. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved hardware failure of the touchscreen subsystem.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.